Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was stated the patient was on manual setting, x-ray showed nothing had moved since implant, impedances were good, but patient was still having issues with intensities changing. They stated they have already completed clear out adaptive setting (as) and started over, patient only had access to change intensity (they believed the ¿adjust groups together¿ was disabled). It was indicated the patient would be sitting, not moved and noticed a increase in stimulation. It was confirmed that patient only feel stimulation change-intensity showing on controller didn¿t change. Since issues started after adaptive setting was enable (everything was working fine prior to this). Technical services (tss) posed possibility that this could be a place to type effect where initial as issues prompted patient to believe there was now ongoing issues with the system. It was requested that patient sent a new controller, and someone called patient directly due to escalation situation. Tss consulted with repair who indicated they could replace the controller. Tss reviewed if issues continued with new controller, and since programming had been exhausted they would need to consider that patient¿s anatomy or lead position in epidural space was at fault. Additional information later that date stated that patient didn¿t have stimulation on because she was so tired of it not working properly, she was sick of it. Patient said the device was either ¿shocking out of me or ¿not working properly¿. Patient said she usually used the device at work when she was sitting up, but she had to constantly adjust the device and she would get shock if she forgot. Patient had problem with controller during the evaluation, the controller didn¿t work, and she had to get one with a cable. Patient said she pay too much money for device not working, the shocking made her almost pee her pants. Patient didn¿t have issue with the stimulation sensation during the trail. Patient would be sent a replacement for controller. It was mentioned patient didn¿t feel any shocking or sensation when stimulation off. It was noted the claim that it changed setting on its own. The patient had been talking to patient services for a long time. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the stimulation intensity resetting, not being saved, and the stimulation being too high was unknown at this time. The rep advised the patient to turn adaptive stimulation (as) off and use to set manually. The issues were unresolved and the patient's weight was unknown. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the rep was with the patient and noted all programs were turned to zero, adaptive stimulation (as) was turned off, and the patient had been using the stimulation manually. The rep reiterated the issues of the stimulation turning off when the patient would change positions, meaning the patient no longer felt stimulation, but the controller still showed the ins was on. They stated that sometimes the intensities had changed either to 0 ma, have decreased slightly and the implantable neurostimulator would not hold settings. The caller noted the ins would not hold settings even when as was off. The patient had re-seated the battery pack previously to try and resolve the issues. The rep indicated that the stimulation would be fine when the patient was walking to their car or sitting in their car, but if they leaned back to put the seat belt on, this is when they would feel the stimulation too strong and could not decrease it, could not adjust, and would have to turn it off. The patient was on speakerphone and indicated none of the programs were like how they were supposed to be. They stated that it would go haywire, crazy, and sometimes the stimulation would go so high they could not tolerate it. Technical services (ts) had the rep troubleshoot with the controller with as off, which showed that the settings remained the same even when stimulation was turned off or on. The patient did note that when stimulation was turned off and back on, the stimulation felt different, was too strong, and they had to decrease it. The caller used the button on top of the controller to turn the stimulation off and stated that this was how the patient did it as well. Throughout the call, the patient mentioned the stimulation was too strong, they felt a surge, or it was not working, but the rep was performing normal adjustments to resolve this. Ts had the rep review "controller" while the patient changed positions, which showed the following when the patient was walking. The position changed intermittently between upright and mobile. They stated that for both positions the program intensities were set to 4.4, 5.8, 4.5, and 6.6. They reported that right when the stimulation was turned on, all the intensities were zero and then the patient felt the stimulation turn on to the programmed intensities. The patient sat down and the position was upright and the programmed intensities were the same as above. The patient reclined in the chair and it showed lying back with intensities of 4.2, 4.2, 3.2, and 3.4. These were too strong for the patient and they had to lay down, but then sat up in the recline position again and it showed 4.2, 4.2, 3.2, and 3.4. The caller then increased the stimulation in the reclined positions on program 4 to 6.0, saw out of regulation (oor), and also saw that "reclined" were now set to 4.2, 4.8, 0, and 6.0. Each time the stimulation turned off and on, the intensities remained the same. The patient alleged when trying to resolve the issues, they had one program where as was on, but then the rest of the programs had as off. The caller went to use the tablet and had issues with the clinician therapy module (ctm), so they could not do any further troubleshooting with the tablet. Ts reviewed to have the patient keep a diary of the issues. The rep turned as off on all programs and the patient would adjust stimulation manually at this point. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient indicated it would be better if there was a faster way of decreasing the stimulation than by "click by click by click" on the decrease button. No further complications were reported. Additional information was received from a representative (rep) regarding the patient. It was reported that the rep thought that the ins was sometimes recognizing the position correctly. The rep stated that they were going to reorient the device and see if that resolved the issue the patient was having. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the programming set for each position was not staying in the correct value. The rep stated that for example, the white number was not the blue number when looking at the programming screen on the tablet. The rep and ¿cs¿ both stated they had reoriented the implantable neurostimulator (ins) and started from scratch with setting the intensity for each position. The rep confirmed that all of the positions were correct. When the patient was laying (back, left, and right), everything changed as it was supposed to, but when the patient went from laying to upright, then they would feel the stimulation turn off. They had the rep change the values for the upright position with the patient controller and had the patient stay in that position for 1-2 minutes to save the new value. It was stated that everything was working at the end of the call. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient turned the implantable neurostimulator (ins) off, got into their car, and when they turned stimulation back on they could not feel it. The patient turned stimulation back on and then it showed it was at 0 volts. The rep was going to have the patient continue to monitor and have them call back if the issue continued. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that everything was working when the patient left the office yesterday. They stated the programmed intensities and positions were correct. The patient turned the stimulation off while in the upright/mobile positions, they sat in the car, and then it turned back on. Upon turning back on, the patient felt no stimulation, but intensities showed 5.2 and 7 on programs 1 and 4 as expected. The caller increased the intensity on the controller and all intensities went to 0. The caller then had to manually turn back up to the desired settings, stating the position was not confirmed on the controller. The patient reported they turned the stimulation on, but felt nothing. After waiting 20 seconds, the stimulation came back on, but then went off and came back on so that it was working and the patient was okay. The patient reported that the stimulation was turning on and off by itself. The patient felt it for a minute, but the next "minutes" it felt like it was turning off, and then a few minutes later it would come back on. The patient indicated they were not touching anything or making positional changes. In the evening, the patient texted after having the stimulator remote off for while "driving," and all of the stimulation settings were on zero, but the thing was lighting them up, so they turned it off. They stated it was unknown if the ins was turned off or the programs were set to zero. The caller indicated the patient was going to turn adaptive stimulation (as) off and use it manually. The caller confirmed that when as was off, there were no issues. All of the issues were with as on. The rep noted the patient sat all day and had a desk job. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the rep had the patient do a test, and all of the settings appeared to match what had been set by the tablet except for one position. The patient mentioned that the stimulation was ten times stronger and the rep assumed the patient was probably referring to when they turned the stimulation back on. The rep indicated that the patient had been using the stimulation manually and everything was fine until yesterday when the patient reported that the stimulation was going in and out all day. The patient had not messed with anything. Atone point, the patient reported that stimulation was on and then it went off. The patient looked on the controller and it stated ¿stimulation off.¿ the stimulation then came back on by itself, but the controller still showed ¿stimulation off¿ and everything was at 0 milliamps. The caller confirmed that when the stimulation was going on and off, the patient reported they were not turning it on and off. The rep reported that the patient had all the programs active today and the intensity was around 7 milliamps. The patient reported that this was not too high and they needed stimulation this high in order to feel anything. Technical services (ts) reviewed they would send the patient¿s notes to engineering and have them follow up with the caller. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that four weeks ago x-rays were taken of the lead and it looked satisfactory as far as placement went. The rep reported that on (B)(6), they programmed the patient¿s upright position to 5.4 and 7 milliamps across two programs. Since the meeting, the patient had only used manual stimulation due to concerns with adaptive stimulation (as). On (B)(6) 2018, the patient received a huge jolt at the ins battery site and since then, it had been occurring occasionally, but not as intense as the first time. The rep noted they ran impedances today and everything looked great, they also ran a connectivity check. The caller noted the jolting was not positionally related. The caller reported that when they had enabled mobility rate, they adjusted the rate slightly by moving it from ¿l¿ to ¿h¿ and when they went back to the position screen, the white dot had moved from where it was previously positioned. Technical services replicated this in demo mode and the white dot did not move as the caller indicated it had on their end. Technical services expressed confusion as it appeared the rep was communicating that it was functioning as intended, and other times they said it was not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. It was stated the cause of the stimulation turning on and off, the device was not holding setting, the inability to adjust, the oor, the output changing, and the shocking was not determined. When asked what actions were taken to resolve those issues above, rep stated there were multiple on-site interrogations as well as programming adjustment along with a new patient controller. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomalies. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. When asked to clarified patient¿s surgery to see whether it was a revision, replacement or explant, rep stated it was replacement only. Rep stated the status of patient¿s ins as the explant ins would be ship back via (B)(6) tomorrow on sept-21-2018 with completed paperwork inside. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient indicated when she left the office and at home, the adaptive stimulation position intensity was lost. The rep reported that when she saw the patient, intensity was great. The patient turned stimulation off to drive off, but when she turned stimulation back on, her intensity was lost. The rep reported that she didn¿t set up adaptive stimulation. Additional information was received from the rep on (B)(6) 2018. The rep reported that they thought they had fixed the issue since the controller showed that adaptive stimulation was not enabled but the patient called again last night with issues. The rep confirmed that when programming with the tablet that they had set all positions and intensities. The patient had one group with multiple programs (some programs were set to 0 for some positions). The rep reported that the issue only occurred; intensities being cleared/not saved/reset to 0ma when the patient turned stimulation off. The rep reported that the patient was turning stimulation using the button on top of the controller. The rep reported that even with adaptive stimulation off, the intensity did weird things; patient fell asleep and the intensity was very low but then and suddenly stimulation was too high. The rep reported that they hadn¿t checked the positions with the patient¿s controller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has not had the device on and is reporting shocking around the battery site/pocket. The impedances are within the normal range. The patient has a surgery planned for (B)(6) 2018. No further information was reported.